Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the r2p device had a valve leakage. The value leakage was apparent during the contract injections. After the leakage was noticed, subsequent injections were done slower which seemed to alleviate the issue. There was still some leakage the rest of the case but it was minimal and was not commented on as it was during the contract injection. The procedure outcome was successful and patient was good and was discharged home in two hours. It was reported that the blood loss was less than 250 cc. Additional information was received on 3/2/18: it was reported that the patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.